Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. Customer was taken to hospital by ambulance. Customer's current blood glucose reading is 287 mg/dl. Customer has treated with manual injections. The blood glucose reading at the time of the event was 500 mg/dl. Customer experienced vomiting, weakness and being incoherent. Customer was treated with saline IV and insulin drip. Customer also had a mild heart attack. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct. High pressure test passed. Nothing further reported.